Event description:
Patient came into the hospital after receiving shocks due to oversensing. An x-ray showed that the lead that was connected to this ICD had dislodged, therefore, the lead was explanted. This ICD remains implanted with a new boston scientific lead. Note: the lead is reported on another MDR.

Event description:
Patient came into the hospital after receiving shocks due to oversensing. An x-ray showed that the lead that was connected to this ICD had dislodged, therefore, the lead was explanted. This ICD remains implanted with a new boston scientific lead. Note: the lead is reported on another MDR.

Manufacturer narrative:
(B)(4), 2010.a response from the manufacturer is pending. Device remains implanted.

Manufacturer narrative:
(B)(4), 2010. A response from the manufacturer is pending. (B)(4), 2011. Since the device remains implanted, the programmer files were reviewed. The files showed the ICD operated as specified. The reported event was due to a ventricular lead dislodgement, as reported. The lead connected to this ICD was replaced, solving the issue. The ICD can remain implanted. (B)(4): device remains implanted.